Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient went into the healthcare provider (hcp) office the day prior to the report and the implantable neurostimulator (ins) battery status was low after only being implanted for 2 months. The patient was experiencing abdominal wall spasms all over their abdomen the day prior to the report, like the implantable neurostimulator (ins) went crazy and then the sensation suddenly stopped. It was noted that the patient went through airport security scanner the week prior, but they indicated that they had done all the right things when going through the security and no events were reported from the patient going through the scanner. It was reviewed that early battery depletion was not typically associated with airport security scanners. The patient was programmed at 19ma and had been using 10ma most of the time since they had a device change-out in (B)(6) 2017. It was not clear when the patient's programming changed to 19ma as the patient was first seen on the day of the report for nausea and vomiting. The rate and pulse width were not known, but they had the patient on cycling 3 sec on, 2 sec off. Longevity calculations ran on 10ma, 330us, 60hz, 520 ohms = 23 months. It was reviewed that even with the higher settings, the ins would have lasted longer. It was not clear why the ins status was low. On (B)(6) 2017 the patient reported they were very disturbed that their battery was already dead after only 2months and it was obvious when it died as they were very symptomatic. The settings were normal, according to the patient and they wanted to know if it was something that usually happens. They wanted to make sure the event was reported. The patient was upset because they needed another invasive surgery. The patient stated they thought they needed to take it to a higher level, federally. The patient was scheduled for a surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the rep reported that the patient also had a nissen at the same time they had their pyloroplasty. They battery was replaced. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported the patient was seen on (B)(6) 2017 and had pain at the site of the subcutaneous following the replacement surgery. It was noted that the patient had felt better than they had in years and they were tolerating a more normal diet without dysphagia or reflux and their bowels had returned to normal. It was unclear why the patient had pain at the site and the hcp noted it did seem to be getting better. The patient was to follow up in 2 months. On (B)(6) 2017 the patient was seen for follow up and was having problems with the generator. They remained on level vi settings. The patient mentioned previously reported information about the battery "going crazy" and it was noted that their symptoms were acutely worsening over the past couple of days requiring medication for constant nausea, rare emesis, and 5lbs weight loss. The patient's past medical history included anxiety, osteo-arthritis, asthma, cancer/squamous, constipation, dental crowns, elevated bun, fatty liver, ribs fracture, gastroparesis, allergies, steroid therapy, hyperlipidemia, hyperglobulinemia, immunosuppressed status, migraine, numbness in hand, osteoporosis, and postoperative nausea and vomiting. The patient's past surgical history included carpel tunnel release, cholecystectomy, gastric stimulator placement, ovary surgery, spine surgery, and wrist arthroplasty. The patient's medications were listed as albuterol sufate, azelestine, biotin 5mg caps, buspirone, butalbital-acetaminophen-caffeine, calcium carb-cholecalciferol, celecoxib, clonazepam, crestor 20mg tablet, cyclobenzaprine, dexlansoprazole, duloxetine hci, eszopiclone, furosemide, gabapentin 100mg and 300mg, ginger, zingiber officinalis, hyoscyamine sulfate, immune globulin, karbinal ER 4, iubiprostone, metoclopramide hci, montelukast 10 mg tablet, multivitamin plan, omanaris 50 mcg/act nasal spray, ondansetron, proair respiclick 108 mcg/act aepb inhaler, promethazine, ramelteon, rosuvastatin calcium, topiramate. The hcp noted that the battery was replaced on 2017-may-11 using a standard surgical procedure. Further information stated that the cause for the rapid battery depletion was not determined. The patient adamantly reports avoiding any magnets since the time of the interrogation, specifically in the airport during the time of their recent travels. It was noted that the symptoms had improved. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. The ins passed the final functional test on the automated test console. There were no significant anomalies. If information is provided in the future, a supplemental report will be issued.